Event description:
(B)(6) 2021, hcp requested medical advice after pdo threads placement. Hcp noticed a bump or skin irregularity on the left mandible when the patient smiled a few minutes after placement and movement. According to hcp, one pdo thread may have slipped due to the patient bleeding or too much lidocaine fluid that may have caused the pdo thread to disengage and migrate. Hcp also reported the patient was not having any issues or discomfort and that this concern was cosmetic. (B)(6) 2021, our medical director evaluated the event confirming the thread was placed too superficial and/or has curled up near the insertion site. Medical director suggested thread removal if it was extremely visible and/or causing pain. No additional information or status of this patient was provided.